Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A longitudinal with small circumferential tear was identified in the balloon. The tear was located at 1mm distal to the distal markerband and extended proximally along the balloon for a total length of 12mm. The circumferential tear section was at 1mm distal to the distal markerband and spread radially for an approximate length of 2mm. A visual and microscopic examination found no issue with the markerbands. A visual and tactile inspection identified no issues along the length of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03992. Complaint was originally assessed reportable for the q1 2017 asr, however, this is now reportable based on investigation results approved on 06apr2017. It was reported that balloon ruptures occurred. The target lesion was located in the external iliac vein. Two 16-4/5.8/75 xxl¿ and two 18-4/5.8/75 xxl esophageal balloon catheters were advanced to dilate the lesion. However, all four balloons ruptured on the first inflation at 3 atmospheres for a duration of 60 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.